Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer reverted to manual dose injection and a replacement pump was sent to the customer to resolve the issue. The customer's blood glucose was in the 500's mg/dl. Multiple attempts were made by tandem technical support to follow-up on how the elevated blood glucose was addressed, however, no response was received.